Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing atrial fibrillation (af) with rapid ventricular response. The patient's implantable cardioverter defibrillator (ICD) provided inappropriate therapy and failed to convert the arrhythmia. Intervention on the device is unknown. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.